Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer was treated for the low blood glucose with carbohydrates and drink intake. The customer declined to troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis and sensor will be returned for analysis.